Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "no product problem reported" (no known device problem). A company sales rep attended a surgery to observe. During the case, the surgeon experienced a corneal burn. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4)